Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received an occlusion alarm. The customer's blood glucose (bg) level was 322mg/dl and a manual injection was administered to address the bg level. A system check was performed and insulin was not observed exiting the infusion set tubing; air bubbles were observed in the tubing. The customer loaded a new infusion set tubing, primed out any air bubbles and resumed insulin deliveries.